Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(4). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the vad clinic for increasing drainage, redness and tenderness at the driveline exit site. The symptoms began approximately 2 weeks prior to the clinic visit. Cultures were (B)(6). A CT scan revealed an anterior wall abscess and the patient was admitted to the hospital for incision and drainage, debridement and vacuum (vac) sponge placement. Antibiotics were started and the patient will continue on antibiotics chronically for suppression. The patient was discharged home in stable condition with the vac sponge, which has since been discontinued. The site is now clean with minimal erythema and continues to heal. No further information was provided.